Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
As per dealer, needs a new lower frame due to the fork will not thread into the frame. The fork fell out of the frame on the client and the threads in the frame are no longer secure.

Event description:
Per a communication with invacare (B)(4), it is confirmed that the threads are stripped which caused the fork to fall out. The chair has been scrapped. This item was received into invacare (B)(4) on (B)(6) 2016. As per dealer, needs a new lower frame due to the fork will not thread into the frame. The fork fell out of the frame on the client and the threads in the frame are no longer secure.